Event description:
It was observed that during device evaluation, the duodenovideoscope had a corroded distal end, suction cylinder, air water ports, light guide mount, forceps raiser, and mouth guard piece for endoscopy, and also had missing glue at the distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of the malfunction corroded distal end, suction cylinder, air water ports, light guide mount, forceps raiser, and mouth guard piece for endoscopy could not be established. And the cause of the malfunction missing glue at the distal end was traced to be a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.